Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected manufacturer's investigation conclusion: the reported event of the centrimag console (serial number: 20432873) producing a s3 alarm was confirmed during evaluation of the returned unit. Upon arrival of the console, a log file was downloaded for review. Intermittently on the dates of 18apr2025, 22apr2025, and 30apr2025, atypical s3 system alerts and f2 flow signal interrupted alerts were observed. The f2 alerts were associated with sf_flow_low_amplitude subfaults, and the s3 alerts were associated with sf_ifd_flow_data subfaults. During the periods of time that the s3 and f2 alerts were active, the flow reading was observed to drop to values as low as 0 liters per minute; however, the speed of the blood pump was not affected by the observed alerts. No other notable alerts were observed throughout the data. During evaluation at the service depot, the returned console was connected to a test loop. During operation, s3 system and f2 flow signal interrupted alerts appeared. The flow reading on the console was also noted to be intermittently interrupted. Further investigation determined that the flow printed circuit board (pcb) was not functioning as intended, which is consistent with the subfaults observed within the downloaded log file. The flow pcb was replaced, and the repaired console was then found to perform as intended. The console was returned to the customer ready for use. Further troubleshooting of the flow pcb¿s circuitry was unable to be performed due to the board being manufactured by a third-party supplier. The root cause of the reported event was determined to be due to an issue with the flow pcb. The device history records were reviewed for the centrimag 2nd generation console (serial # (B)(6)) and the console was found to pass all manufacturing and qa specifications. The current revisions of the instructions for use (IFU) can be found on the electronic IFU (eifu) page of the abbott website. The centrimag circulatory support alarms and alerts quick reference guide and centrimag blood pump with centrimag acute circulatory support system for ECMO operation manual (doc. Arten600230157 rev. D) are both currently available. The operation manual (section 4 entitled "warnings & precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The operation manual (section 10 entitled "emergency and troubleshooting") states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The operating manual (table 16 entitled ¿console alarms & alerts¿) and the alarms and alerts quick reference guide address how to properly interpret and troubleshoot all system alarms including s3 and f2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a s3 code system alert on the centrimag console. Troubleshooting was attempted but the issue still persisted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.